Event description:
It was reported that an asymptomatic patient presented in-clinic for routine follow-up, device interrogation found the device to be in backup vvi mode. A device firmware download was performed successfully. The device programmed parameters were reprogrammed as desired. The patient was stable and will be monitored routinely.